Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. According to the complainant, during the procedure, as they went to retract the needle of the device, the needle detached inside the patient. An attempt to retrieve the detached needle was made; however, it was not successfully retrieved. Reportedly, the physician believes that there would be no clinical consequences with the detached needle inside the patient and the physician would not need to go back to retrieve it. The procedure was completed with the second microknife rx 3l needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.